Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had scratches on the screen and customer was unable to read the display. The customer stated that insulin pump's buttons were looser and insulin pump had dimmer back light. The customer stated that insulin pump was louder during rewind. The customer stated that the insulin pump's battery has lasted less than a week and it rejected new batteries. The customer stated that insulin pump received unexplained no delivery alarm. No harm requiring medical intervention was reported. The device will not be returned for analysis.